Manufacturer narrative:
Actual device received and being evaluated. Results not yet available. Follow-up report to be filed at completion of investigation.

Event description:
The facility alleges an air leak in the air leak indicator. This was observed in the or, or following cardiac surgery.